Manufacturer narrative:
Analysis of catheter serial # (B)(4) revealed a dark residue occlusion in the dispensing holes of the catheter body, which was determined to be related to the event.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was later reported that, during the previously reported catheter dye study, the hcp had difficulty aspirating and injecting contrast. It was noted that the patient received a 1mg bolus of morphine in the clinic "without no change in pain". It was noted that the patient would have needed to be weaned down before surgery.

Event description:
Additional information reported the catheter dye study done (B)(6) 2014 was abnormal due to sluggish aspiration and resistance to injection, indicative of a partially occluded catheter. It was unknown how the patient was doing as they had transferred care to another pain facility.

Event description:
It was reported that the patient had their memory damaged and for the past year has had insomnia for over one or two years where the patient sleeps 1 to 2 hours at a time, or was up all night. The patient therefore had to cancel their refill appointment because they could not drive. Per the reporter, since the last pump replacement, the patient had been at an 8 out of 10 on the pain scale and had seen a lot of pain relief. Redirected caller to patient's hcp. The pump system was being used to deliver bupivacaine and morphine. Additional information has been requested, but was not available as of the date of this report. It was later reported that the patient¿s chronic back pain had been worse from an ¿8/10¿ to a ¿10/10¿ for a period of time. A dye study was done on (B)(6) 2014, which revealed a partially occluded catheter at the catheter tip. X-rays were also done and pump logs were checked. The distal catheter segment of catheter serial # (B)(4) was replaced on (B)(6) 2014 due to sluggish flow. It was noted that the ¿bolus from the pump and pump segment was functional¿. At the time of this report, the patient status was indicated to be ¿alive-no injury¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.